Manufacturer narrative:
Other devices listed in this report: cat # unk, lot # unk, description: unknown femoral head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Femoral head and poly exchange. Doctor left the original femoral stem and acetabular component.